Manufacturer narrative:
(B)(4).

Event description:
It was reported that at 69,130 joules and 8:30 minutes while using the side-firing surgical fiber during a prostate procedure, the output beam was observed to also be emitting out the tip of the fiber. The fiber was replaced and the procedure completed using a second surgical fiber. Patient: "no injury to patient". There was no patient injury reported.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.